Manufacturer narrative:
Determination of root cause: assessment: during the on-site visit the tm (territory manager) confirmed the problem as reported, and determined that the laser internal gas circulation fan was not operating. To address this issue, the tm replaced the laser head, and successfully completed the system verification. The part was not returned for mfg investigation, as the root cause (faulty internal gas circulation motor) was adequately determined by the tm's investigation. Non-product factors including pt response to the laser ablation, pt healing characteristics and preoperative pt selection could not be reviewed because the surgeon declined to provide pt records. Conclusion: the root cause of the incomplete treatment was found to be a faulty internal gas circulation motor. A review of the complaint database found no other complaints of this nature reported from this facility or any other facility for the 3 months prior to receipt of this complaint. ((B) (6) 2009 through (B) (6) 2009). (B) (4). (B) (4).

Event description:
Adverse event: undercorrection, incomplete treatment. A doctor of optometry reports a secondary energy out of range error message during a prk surgery. The error message could not be reset, and the pt received approx 10% of the treatment. During a follow-up conversation with the doctor of optometry, he mentioned the pt is doing well and he nor the operating surgeon have any concerns for the pt's outcome, and anticipate after a treatment that the pt's outcome should be good. No further info was provided.